Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed a damage of the steroid collar, which happened most likely during the surgery. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead became dislodged and was explanted. It was a replaced with another ICD lead. Should additional information become available, this file will be updated.